Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported hair found in the packaging of the item. It was discovered found before use. No other information was provided.

Event description:
It was reported hair found in the packaging of the item. It was discovered found before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a hair in the packaging was confirmed and the cause was manufacturing-related. The product returned for evaluation was 6fr d/l rad powerpicc catheter tray. The tray was received sealed. A fiber was observed caught within the flange seal of the tray. Microscopic inspection of the sample confirmed the presence of a fiber caught within the flange seal. The fiber appeared consistent with a human hair. The packaging exhibited a hair caught within the seal, indicating that the hair became deposited on the tray prior to sealing during kit assembly. Photographs have been forwarded to the manufacturing site for further evaluation.